Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument broke off. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. Photos or video recordings are available. Patient demographic information is not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Review of the provided image is consistent with the tip breaking off. Root cause of the failure mode cannot be confirmed without the returned device.

Manufacturer narrative:
The instrument was found to have the curved blade broken at the base. A piece approximately 0.363" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Common causes of the failure mode broken instrument blades are attributed to use conditions. Broken blades result from damage during use while the instrument is activated. Blade damage may be detected b the generator with a solid tone or an error.

Event description:
Refer to h11 for follow-up information.